Manufacturer narrative:
Per the clinic, the patient developed drainage, bleeding, and granulation tissue at the implant site. Subsequently on (B)(6), 2015 and (B)(6) 2015 the site was cauterized. This report is filed january 18, 2016. Device is not available for analysis.

Manufacturer narrative:
(B)(4): the device is currently unavailable.

Event description:
It was reported the patient developed an allergy to the device, resulting in a decision to explant the device. The device was explanted in (B)(6) 2015 (exact date not reported).